Manufacturer narrative:
Additional information received; it was confirmed that the endoleak was a type iiia separation endoleak and that all 3 endurant cuffs were implanted on the same day as planned. The endoleaks have not yet resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ettf3636c70ej, serial/lot #: (B)(4), ubd: 12-feb-2021, UDI#: (B)(4); product ID: ettf3636c70ej, serial/lot #: (B)(4), ubd: 12-jun-2020, UDI#: (B)(4). Film evaluation summary: the cause of the reported likely type iii endoleak could not be determined from the pre-implant films provided. Images during implant as well as post-implant CT¿s were not available for review. The reported tortuous anatomy (3 ¿ 90° acute bends) was confirmed, and it appears likely that this angulated anatomy (and off-label usage) contributed to the reported endoleak, which may have manifested as a type ia, type iiia junctional endoleak, or other endoleak type. As it was reported that the endoleak was coming from the distal region of the neck, it is also possible that the reported endoleak was coming from the previously implanted non-mdt product. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft extensions were implanted in a patient for the endovascular treatment of a type ia endoleak in a non-mdt stent graft. It was reported that when the patient was hospitalized due to heart failure approximately one week post implant, and an endoleak from the distal region of the neck was observed by CT angiography. It was reported that there was a high possibility it was a type iii endoleak. The heart failure was confirmed to have no relation to the stent grafts. As per the physician, the cause of the event was due to the patient¿s tortuous anatomy. No additional clinical sequelae were reported and the patient is being monitored.